Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned ssd was bench tested and seems to be functioning, as intended. Appears to be working with plans that contain scans. Cannot replicate the reported issue. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). The software is under analysis at this time. The ssd from the computer was returned to the manufacture for evaluation and is under analysis at this time. The other ssd from the computer has not been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the cad model for the probe with navlock would not show in the trajectory 1 view. The cad model showed for all other views where the cad model can be displayed. The site tried cycling views and still saw the same behavior. Exiting out of software and returning to the software fixed the issue. The site stated that this is a repeat issue that happens with a navlock (unsure if specific navlock, orange navlock). To get past the issue, they verify something else, re-verify with navlock, then the cad model reappears. There was less than an hour delay in the procedure. No impact on patient outcome.